Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced withdrawal. The catheter was revised. The type of medication, concentration, and daily dose being administered via the pump were not reported.